Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. No parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon noticed l4 (third), l5(second), and s1 (first) were medial. L4 breached the medial wall and l5- s1 were more medial than the site had been planned for. Once the tap breached the wall of l4 (noticed after a 3d spin), the surgeon aborted the guidance system and proceeded using navigation along with freehanded placements. The trajectories in this event were deviated approximately 3.5-4mm from plan. There was no patient harm and the procedure was delayed less than one hour.